Event description:
A 65 yo male with a right iliac vein stent placed 3 weeks prior at outside hospital. It was reported to be a medtronic abre venous stent (14mm diameter by unknown length). The stent migrated into the ivc(inferior vena cava) with the tip of the stent extending into the heart (right atrium). The patient was admitted to the hospital, and a foreign body retrieval was performed through an endovascular approach. The stent was successfully removed intact, and the patient suffered no complication. Specifically there was no venous or cardiac injury at the time of removal. The stent was submitted to our pathology department to be held for further examination.